Event description:
It was reported sixteen years postoperatively, the valve was explanted (reason unk). Info received indicated the surgeon did not allege the event was caused by the device. Additional info has been requested.